Event description:
The customer reported that her husband found her on the floor, called the ambulance, and she ended up in a coma. Her husband tried to give her an insulin shot but her blood glucose level would not go down. She was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 900 mg/dl. The customer had a blood clot and had a diabetic ketoacidosis. Several months ago, the customer's doctor ordered an insulin pump that was registered to another customer. With this new insulin pump her blood glucose was running higher. She was not wearing her insulin pump at the time of the emergency room visit. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.